Manufacturer narrative:
B3/d10: the event occurred on unspecified dates in october 2025, reported as ¿two mornings in a row.¿ h11: the device was received for evaluation with a minicap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The female connector was connected and disconnected by hand using an in-lab adapter and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and two (2) amia cassettes. The patient was unable to easily disconnect the transfer set from the patient line of the amia cassettes. This was identified during use of the devices for peritoneal dialysis therapy. The transfer set had been in use for one month and was replaced after the connection issue with the second amia cassette occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.